Event description:
The customer is observing falsely elevated results when testing with the architect ca 19-9xr assay lot 08852m500. One patient sample (sid (B)(4)) generated an initial architect ca 19-9xr assay result of 65.63 u/ml (reagent lot 08852m500). Previously, this patient had generated a ca 19-9 result of 52.9 u/ml (september 2011). The sample was retested on the other architect i2000sr analyzer in the lab and generated a result of 32.52 u/ml (reagent lot 06086m600). No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.